Manufacturer narrative:
Physio-control further evaluated the removed user interface to stack flex assembly and determined the cause of the reported issue was due to cable-mounted plug connector, designator p21. P21 had multiple breaks in the flex near the strain-relief. Row c, pins 2 and 3, caused the device to appear as though it is locked up.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the system controller pcb assembly, user interface (ui) pcb assembly and the ui to stack flex assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that when attempting to power on their device, the screen is blank and will not complete the boot-up process. As a result, the device may not have the ability to deliver defibrillation, if it were necessary. There was no patient use associated with the reported event.